Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial and final report.

Event description:
Parent brought the child to the clinic reporting not responding sounds for the past 1 week with the device. She fell and got hit on the implant side, parents noticed hearing issues after this incident. The clinic is planning for re-implantation. Recommended to take an x-ray.